Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.

Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the keypad buttons were intermittently responsive, over-responding, scrolling and did not click back and spring back normally. The down arrow keypad button was found to be inverted and stuck in the "on" position, when the down arrow button was released, the keypad was functioning normal. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.